Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump took more time ("sluggish") to delver a bolus and pump was "not working well" as customer experienced continuous elevated blood glucose (bg 200-400 mg/dl). Customer changed the infusion set site multiple times to address bg. After reverting to another pump, customer had no elevated bg issues. Customer continued to use alternate pump for pump therapy.